Event description:
The sales representative reported that in 2008, during a kit inspection, it was noted that a screw was missing from the pituitary rongeur after cleaning. There was no patient involvement. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Inspection with no pt involvement. Product is an instrument and is not implantable. Review of the device history record found the part met specification. The visual inspection found the screw at the handle pivot point is missing, rendering the rongeur non-functional. An engineering evaluation determined the cause is absence of a mechanical lock.